Event description:
The customer reported via phone call that they received a no delivery alarm while priming. The customer also reported a motor error alarm occurring after clearing the no delivery alarm. Customer's blood glucose was 202 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. Troubleshooting did not occur for the no delivery alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer will be returning the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-81655.